Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure and withdrawal difficulties occurred, and patient hematoma also occurred. The patient presented for retrosternal chest pain (presence of coronary stenosis). During radial distal angioplasty, a 2.00 mm x 12 mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon failed to deflate and it cannot be extracted as it is blocked in the proximal portion of the lesion. Therefore, an arterial femoral approach was obtained to perform angioplasty of the proximal lesion with another balloon. The balloon was still inflated and it was extracted by force. Lesions were treated using two active stents. An increased time of the procedure was observed and appearance of a hematoma at the level of the right femoral approach was noted. There was an increased time of fluoroscopy and of radiation dose received by the patient. The procedure was completed using another of the same device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter inside of an unidentified guide catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The emerge balloon was deflated when received and the balloon catheter was removed from the guide catheter with no issues. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed at pinhole in the balloon at the distal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Operations engineering personnel reviewed the applicable manufacturing records related to the complaint device. It was confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon deflation failure and withdrawal difficulties occurred, and patient hematoma also occurred. The patient presented for retrosternal chest pain (presence of coronary stenosis). During radial distal angioplasty, a 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, the balloon failed to deflate and it cannot be extracted as it is blocked in the proximal portion of the lesion. Therefore, an arterial femoral approach was obtained to perform angioplasty of the proximal lesion with another balloon. The balloon was still inflated and it was extracted by force. Lesions were treated using two active stents. An increased time of the procedure was observed and appearance of a hematoma at the level of the right femoral approach was noted. There was an increased time of fluoroscopy and of radiation dose received by the patient. The procedure was completed using another of the same device. No further patient complications were reported.